Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that they experienced a low blood glucose of 37 mg/dl which was treated with food. Blood glucose level went up to 90 mg/dl few minutes later. Customer declined troubleshooting for the low readings. The customer wanted a replacement for the lost transmitter. The insulin pump was not replaced or returned for analysis.